Event description:
Adverse event(s): "cases canceled" (no code available). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message code. The facility was unable to reboot the system and no backup unit was available. Two cases were subsequently canceled. Add'l info was requested but per the nurse, she would not be providing any add'l info, as she does not have time to do so.

Manufacturer narrative:
A company rep examined the system and confirmed the reported system message. The vent solenoid spacers were replaced. The system was then tested and met all product specifications. Vent solenoid spacer material was destroyed in removal and clean up and were disposed of onsite. A review of complaints for the last 24 months indicated no add'l related reports for this system. A review of service requests for the last 24 months indicated one add'l related report for this system. The root cause is attributed to degraded field replaceable solenoid spacers. An internal investigation has been opened to address the issue reported. (B)(4).